Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the machine is not booting; there is a continuous beeping sound and the display is blank. The led light is flickering. There was no adverse patient impact reported.